Manufacturer narrative:
Two samples were received for quality evaluation. The two samples were visually inspected and no damages or abnormalities were identified. The samples were then primed with no issues and a simulated infusion was conducted to determine if there were any functional issues with the infusion set. The simulated infusions were conducted at a rate of 125 ml/hr for 1 hour. No flow issues, leakage, or air-in-line issues were identified. The customer complaint of leakage was not confirmed. A root cause analysis was not conducted because the reported failure was not replicated. A device history record review for model 2432-0007 lot number 25045490 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: this is another leaking incident with the same sku and lot # of prior investigation.